Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge.

Event description:
It was reported that occlusion occurred. System check was performed by tandem technical support (tts) and reportedly the customer was adding insulin outside of load sequence. Tts informed the customer that adding insulin outside of load sequence is off label per the tandem user guide. Customer resumed insulin delivery. Customer blood glucose wa 248 mg/dl.